Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an attempted closure of an unspecified access site using a proglide device after an unspecified procedure. During step 2 of the deployment process, the device came out of the vessel preventing the closure. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported loss of arterial access could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The returned device observations indicate a posterior needle to cuff miss occurred likely related to a needle deflection during plunger deployment due to interaction with patient anatomical conditions. Failure to maintain a stable position of the device with respect to the tissue tract during deployment may have subsequently contributed to the reported loss of arterial access (the device came out of the vessel during step 2 of the deployment process). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.